Event description:
It was reported that the patient experienced complications requiring surgical intervention. The patient presented with non-st elevation myocardial infarction. The 95-98% stenosed target lesions were located in the severely diseased ostial and mid right coronary artery (rca). A 6f guide catheter with side holes was introduced. Wiring of the vessel was challenging due to the calcium present, but free-wiring was ultimately achieved with a non-boston scientific guidewire placed as distal as possible. A 1.50mm rotapro was selected for use and initial ablation of the ostial lesion was completed at 160k rpm. After advancing past the ostial lesion, the burr jumped forward and became entrapped in a moderately calcified area of the prox-mid rca between the two target lesions. In attempts to remove the device, an additional guidewire was advanced past the burr and 2.00 mm and 1.20 mm balloons were introduced but failed to advance. The physician then cut the rotapro system outside of the guide catheter but was unable to advance a guide extension catheter. Removal of the entrapped burr was achieved by pulling back on the guidewire until the burr was successfully retracted into the guide catheter. Angiogram revealed a flow-limiting dissection and small perforation in the vessel. The patient became unstable. The procedure was discontinued and the patient was transferred to another hospital for coronary artery bypass grafting (CABG) later that evening.

Event description:
It was reported that the patient experienced complications requiring surgical intervention. The patient presented with non-st elevation myocardial infarction. The 95-98% stenosed target lesions were located in the severely diseased ostial and mid right coronary artery (rca). A 6f guide catheter with side holes was introduced. Wiring of the vessel was challenging due to the calcium present, but free-wiring was ultimately achieved with a non-boston scientific guidewire placed as distal as possible. A 1.50mm rotapro was selected for use and initial ablation of the ostial lesion was completed at 160k rpm. After advancing past the ostial lesion, the burr jumped forward and became entrapped in a moderately calcified area of the prox-mid rca between the two target lesions. In attempts to remove the device, an additional guidewire was advanced past the burr and 2.00 mm and 1.20 mm balloons were introduced, but failed to advance. The physician then cut the rotapro system outside of the guide catheter, but was unable to advance a guide extension catheter. Removal of the entrapped burr was achieved by pulling back on the guidewire until the burr was successfully retracted into the guide catheter. Angiogram revealed a flow-limiting dissection and small perforation in the vessel. The patient became unstable. The procedure was discontinued and the patient was transferred to another hospital for coronary artery bypass grafting (CABG) later that evening.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of difficult or unable to withdraw, inadvertent movement, reduced blood flow, vessel trauma (perforation, dissection), and additional intervention/prolonged procedure (hospitalization or prolonged hospitalization, delay to treatment/therapy, additional surgery, and additional device required) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the most probable cause for this complaint was considered adverse event related to procedure. It was considered likely that the reported events and cascade of patient events were attributable to factors encountered during the procedure. The reported events suggest that use of the guide extension and removal of the burr attributed to the dissection, and the challenging wiring attributed to the perforation. Correction: additional h6 device code.